Event description:
Our 52 year old disabled son who functions as a 2 year old went to have his biliary stent removed . Post gallbladder surgery in december, which he fully recovered from. I asked for his medical records and reviewed his ercp(endoscopic retrograde cholangiopancreatography) report while he was in the hospital for 5 weeks. The report is as follows: limitations/ complications equipment failure. Had to use a eus scope since the ercp scope elevator broke. Procedure was interrupted. Then a paragraph on findings that half way down stated: using a standard sphincterotome loaded with a 0.035 guide wire using deep guide wire cannulation technique the pancreatic duct was inadvertently cannulated and pd was injected. It ends with patient tolerated procedure. Doctor came out to discharge him back to his nursing home stating to me, his mother that it was a challenging procedure but he did very well. Not one word stating because of the instrument failure and cannulations could result in pancreatitis that he felt he should stay overnight for observation! No not a word. Our poor son who hardly makes a peep when in pain was sent home late afternoon around 4:30 only to return the next early afternoon. In severe septic shock and was hospitalized for 5 weeks. The first 5 days in a step down ICU. I am a retired rn and I have never participated in such a deception. As of this date april 1, 2023 no report had been filed. Risk management has not been involved. I personally contacted within (B)(6), in (B)(6) different patient advocacy people but to no avail. I have literally told every person giving care to (B)(6) about the perforation. I think there may be one nurse as of his last ercp on (B)(6) 2023 about why he was back in her department again and I think she may have actually filed a report. The charge endo nurse came out to speak with me and apologized several times for our son having to have had so many ercp procedures and that she was going to review his large chart with the chief of endo and get back to me. I say from my prospective it's way too late. If I had not been so vocal no one would have looked into this debacle. Our son now has a retroperitoneal defuse abscess that too has required several procedures to place drains and it continues to drain. He has had mid line IV's and many super big antibiotics. Including vancomycin, meopenrm cefepime flagel octriotide others I can't remember. Currently IV' s dc'd , on p.o. Antibiotics. One drain continues to drain thick gray green pus. The new stent is longer and wider because the perforated pancreas still has not sealed. So yet another ercp in 4/5 weeks!. To date our son has been robbed of his functional vitality and is now frail. His few words include tired bed. His decubitus he received while in hospital are finally healing because he gets excellent care in his home. I have over 1000 pages from his power charts. I have hard copies. Unfortunately because his abscess is diffuse and was never encapsulated these 3 gram negative rods bacteria will probably never resolve. He was given a terminal disease from which I feel will he will never recover. His father and I are in our mid 70's and may live to bury him. All because no one reported the questionable injury secondary to instrument failure and perforation. He should have be kept and observed and interventions implemented immediately. We should not have been deceived. Lied to. I hope the blind eye approach was not because he is so disabled. He enjoys his sweet little life. His family loves him. No one will fight for him but us. I hope you will really look into this sad event. (B)(6).